Event description:
A patient was implanted with a prodisc l device at l5-s1 approximately 10 years ago. Patient developed degenerative disc disease two years ago at l4-5 and was fused at that level. It is unknown if the patient was symptomatic, however the decision was made to remove the pdl device and fuse the patient at that level. During the removal surgery on (B)(6) 2026 the pdl device was unable to be exposed and therefore could not be removed, so posterior fixation was added with screws.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc l device at l5-s1 approximately 10 years ago. Patient developed degenerative disc disease two years ago at l4-5 and was fused at that level. It is unknown if the patient was symptomatic, however the decision was made to remove the pdl device and fuse the patient at that level. During the removal surgery on (B)(6) 2026 the pdl device was unable to be exposed and therefore could not be removed, so posterior fixation was added with screws. A DHR review could not be completed as the part numbers and lot numbers were not provided and could not be determined during the course of the investigation. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the harms. The pdl devices remain implanted within the patient and therefore could not be returned for device evaluation. Additionally, no imaging was provided. There were no anomalies identified during the complaint investigation. A reason for the revision surgery was not provided and remains unknown. This report is for 1 of 3 devices in this event.